Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-10259. It was reported that rotawire was broken. A 1.75mm rotalink¿ plus and a 330cm rotawire¿ and wireclip¿ torquer were advanced to treat the target lesion. During the procedure, ablation was performed five times with 190,000 rpms each moving back and forward. When the rotawire was removed from the patient's body, it was noticed that the wire broke due to tension overload. The procedure was completed with this device. No patient complications were reported and patient's status was good.